Event description:
A company representative reported that a patient underwent revision surgery approximately six months post-operatively to address two fractured xia 3 polyaxial screws. This report captures the second of two screws.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.